Manufacturer narrative:
The internal identifier for this report is (B)(4). Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the beckman coulter for further investigation. A beckman coulter field service engineer (fse) was not dispatched, troubleshooting was completed, via phone. During troubleshooting, the customer cleaned the flow cell using a stylus (acrylic block and stem/entrance). She also replaced the sample probe and syringe. After recalibration, device operated to normal specification. Beckman coulter will dispatch a fse if the problem persists. If beckman receives any information that is relevant to the submission, a supplemental MDR will be submitted. No parts were returned for investigation. A conclusion could not be determined. The complaint could not be confirmed.

Event description:
The following event was reported: customer identified lower than normal anion gaps due to sodium. There was no report of death or serious injury.

Manufacturer narrative:
Manufacturing investigation: beckman coulter field service engineer (fse) evaluated the instrument. The event was caused by a hardware malfunction. Hardware components were replaced which resolved the issue.

Event description:
The following results were reported: sodium, potassium, glucose and chlorine.